Event description:
The initial reporter received a questionable high elecsys estradiol iii (estradiol iii) assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result from the analyzer was 945 pmol/l. The repeat result from an abbott i2000sr was <37 pmol/l. The result should be consistent with the level when the pituitary gland has reached the descending regulation hormone after 14 days.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The patient sample was received for investigation and was analyzed for an interferent. The analysis confirmed that a heterophilic antibody interferent had caused the event. Product labeling states: "limitations - interference... In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.